Event description:
Customer states a dr questioned low calcium results for fifteen of his pts. Customer reran samples and provided data for seven samples from six pts with discrepant calcium results. All repeat results are 2009. Pt 1: sample 1, initial result 7.4 mg/dl, repeat 8.7 mg/dl. Sample 2, tested 2 weeks later, initial result 7.7 mg/dl, repeat 8.7 mg/dl. Initial results were reported and amended results were sent. Pts were not affected because the dr questioned the results before treatment.

Event description:
Customer states a dr questioned low calcium results for fifteen of his pts. Customer reran samples and provided data for seven samples from six pts with discrepant calcium results. All repeat results are 2009. Pt 6, initial result 8.7 mg/dl, repeat 9.7 mg/dl. Initial results were reported and amended results were sent. Pts were not affected because the dr questioned the results before treatment.

Event description:
Customer states a dr questioned low calcium results for fifteen of his pts. Customer reran samples and provided data for seven samples from six pts with discrepant calcium results. All repeat results are 2009. Pt 5, initial result 8.7 mg/dl, repeat 9.5 mg/dl. Initial results were reported and amended results were sent. Pts were not affected because the dr questioned the results before treatment.

Event description:
Customer states a dr questioned low calcium results for fifteen of his pts. Customer reran samples and provided data for seven samples from six pts with discrepant calcium results. All repeat results are 2009. Pt 2, initial result 7.7 mg/dl, repeat 8.7 mg/dl. Initial results were reported and amended results were sent. Pts were not affected because the dr questioned the results before treatment.

Event description:
Customer states a dr questioned low calcium results for fifteen of his pts. Customer reran samples and provided data for seven samples from six pts with discrepant calcium results. All repeat results are 2009. Pt 4, initial result 8.9 mg/dl, repeat 9.7 mg/dl. Initial results were reported and amended results were sent. Pts were not affected because the dr questioned the results before treatment.

Event description:
Customer states a dr questioned low calcium results for fifteen of his pts. Customer reran samples and provided data for seven samples from six pts with discrepant calcium results. All repeat results are 2009. Pt 3, initial result 8.1 mg/dl, repeat 9.1 mg/dl. Initial results were reported and amended results were sent. Pts were not affected because the dr questioned the results before treatment.

Manufacturer narrative:
The field service rep, with the assistance of the technical service rep, determined the calibrator was the cause. The technical service rep replaced the calibrator with a new sub lot. Per lab director, there have been no more calcium issues.

Manufacturer narrative:
The field service rep, with the assistance of the technical service rep, determined the calibrator was the cause. The technical service rep replaced the calibrator with a new sub lot. Per lab director, there have been no more calcium issues.

Manufacturer narrative:
The field service rep, with the assistance of the technical service rep, determined the calibrator was the cause. The technical service rep replaced the calibrator with a new sub lot. Per lab director, there have been no more calcium issues.

Manufacturer narrative:
The field service rep, with the assistance of the technical service rep, determined the calibrator was the cause. The technical service rep replaced the calibrator with a new sub lot. Per lab director, there have been no more calcium issues.

Manufacturer narrative:
The field service rep, with the assistance of the technical service rep, determined the calibrator was the cause. The technical service rep replaced the calibrator with a new sub lot. Per lab director, there have been no more calcium issues.

Manufacturer narrative:
The field service rep, with the assistance of the technical service rep, determined the calibrator was the cause. The technical service rep replaced the calibrator with a new sub lot. Per lab director, there have been no more calcium issues.